Manufacturer narrative:
Submit date: 3/14/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the graduation on the syringe changes from dark to pale then to very pale. It is sometimes very difficult to read the graduation of the syringes. The total volume can vary up to 2 ml when a product is added inside, for example: meropenem 1g in 50 ml and piperacillin 3.375 ml in 50 ml, that gives 48 ml. (Vs. A 60 ml bd syringe individually wrapped). The luer-lock tips of syringes are sometimes broken. The rubber of the pistons has waves and stays stuck, you have to shoot very hard.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports the graduation on the syringe changes from dark to pale then to very pale. It is sometimes very difficult to read the graduation of the syringes. The total volume can vary up to 2 ml when a product is added inside, for example: meropenem 1g in 50 ml and piperacillin 3.375 ml in 50 ml, that gives 48 ml. (Vs. A 60 ml bd syringe individually wrapped). The luer-lock tips of syringes are sometimes broken. The rubber of the pistons has waves and stays stuck, you have to shoot very hard.¿ a review of the device history record (DHR) for lot no. 1721285064 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The 60ml syringe, luer lock tip, printed, (pn 6492742) is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. A CAPA is currently open to investigate the reported issue. A scar is currently open addressing the broken syringe issue and a supplier change request has been initiated to address the rubber band issue (removal). Samples were received for the following lot numbers: 1726284564 and 1721285064. Samples were also received without an identifying lot number. Visual inspection observed syringes broken, plunger incorrectly assembled and rubber into the tray. The condition reported for graduation being very pale was not observed, the graduation is readable. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.